Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, but was unable to reproduced the reported malfunction. The fse used a patient simulator to display an ECG waveform via the external signal. The unit passed all checks and calibrations. The iabp was cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit would not display external ECG when synced with another patient monitor and was swapped out without issue. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.